Manufacturer narrative:
During the beginning of the displacement test, the insulin pump seated without the reservoir due to broken piece of the motor interfering with the motor movement also, unable to verify motor noise anomaly or excessive no delivery alarm due to no motor movement. No cosmetic damage noted during physical inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 140 mg/dl at the time of the incident. The customer stated that the piston did not work properly. The customer mentioned that they dropped the insulin pump on the floor. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. A new reservoir was sent to the customer. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles.